Manufacturer narrative:
The insulin pump was monitored for several days and no blank display noted. The insulin pump has normal operating currents, no damage found on the lcd isolation tape noted, no unexpected failed battery test alarm noted and no unexpected weak battery alarm noted. However, the insulin pump has cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed bad battery. He installed new batteries and the pump also gave him a battery fail and the display went blank. Customer indicated that the battery cap is not damaged. Customer does not recall any significant events leading to the error. Troubleshooting was able to provide him assistance for the battery issues and appears that the problems may have been resolved.